Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Noisy signals were also observed, which led to non-sustained ventricular tachycardia (nsvt) episodes and no therapy. The patient was brought to an in-office check and a lead fracture was found. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.